Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is not responding which was clarified as the patient is not "getting a "trill" not feeling a sensation." When asked, the patient said they had a return of symptoms but they "had to prep for a colonoscopy." They said they've noticed their bowels have been pretty muddy to the point that they have to use a laxative on a daily basis; they has been kind of abnormal. They also reported pain in their lower back. Later on that day, patient called back reiterating the loss of symptom control and lower back pain. They further said the pain is in the area of the lead near the center where the hip and back meet. They had a CT scan of their pelvis last week, but did not have a colonoscopy; the line disconnected. After calling back, the patient said again that the ins is not working for them. Assistance was given and the patient was able to sync to their ins; they were at 1.7v on program 2 with st imulation on. Stimulation was increased and they were advised to try this setting. No further patient complications have been reported as a result of this event.